Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned and analyzed, and no anomalies were found. The returned device indicated a damaged grommet and a set screw with a rounded socket. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device and right ventricular (rv) lead replacement procedure, the physician had to unscrew the atrial lead from the new device to reposition the rv lead. When connecting the atrial lead back into the connector, the physician was not able to secure it by screwing the set screw. It seemed that the physician could not reach the set screw with the wrench. Since the atrial lead could not be secured in the connector, the device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.